Manufacturer narrative:
Name of initial reporter unknown at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the spin would initialize but abruptly stop 1-2 seconds after starting. Clicking sound was observed from the generator control power board, with several blinking red and amber leds. Service found a generator error that the power supply was out of range. The power supply potentiometer was adjusted and the issue resolved. The system was tested and was able to take 2d and 3d exposures to expectation. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site was taking test 3d spins to integrate a robot and while performing the 3d spins, the system would abruptly stop. There was no patient involved, this was on a test mannequin.

Manufacturer narrative:
Correction: (B)(6), initial reporter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.